Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a battery longevity diagnostics anomaly. No intervention was performed. The patient would continue to be monitored.